Manufacturer narrative:
(B)(6). Device evaluated by MFR.: promus elite ous mr 32 x 2.50mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of damage with struts on the proximal end pulled distally. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 29-jul-2021. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The eccentric target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 32 x 2.50 promus elite drug-eluting stent was advanced but failed to cross the lesion. The procedure was aborted and there were no patient complications reported. The patient status was stable. However, returned device analysis revealed stent damage.